Event description:
It was reported that the patient was send to the emergency department due to a wound at the battery site that was not healing. The physician does not believe that it was device related. The patient was prescribed with antibiotics. The patient underwent an explant procedure and the explanted device will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7078318/7079261.

Event description:
It was reported that the patient was send to the emergency department due to a wound at the battery site that was not healing. The physician does not believe that it was device related. The patient was prescribed with antibiotics. The patient underwent an explant procedure and the explanted device will not be returned per hospital policy. Additional information was received that all components were explanted.